Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip. Unable to perform the displacement test due to cracked and bleeding lcd glass.

Event description:
It was reported that internal screen of the insulin pump was broken. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.